Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that yesterday morning, the patient got up and noticed that the implantable neurostimulator (ins) was not working. It was noted that the patient charged to ¾. It was noted that the patient turned the ins on and it showed that it was on but the patient did not feel stimulation. It was noted that when the ins ¿quit¿ or got low, the patient got one of the worst migraines in their life. It was noted that the patient was having one. It was noted that this started yesterday. It was noted that there was no known accident or incident related to this complain. It was noted that the patient had fallen but each time, the patient got a hold of the health care professional (hcp) and had an x-ray done and everything was fine. It was noted that the recharger showed the ins showed it was charging at 50 to 75% and all the coupling bars were black. It was noted that the patient saw a lightning bolt. It was noted that the patient had made adjustments with the patient programmer. It was noted that the patient normally was at 5.3 to 5.6 and turned it up to 8 and still could not feel anything. It was noted that both the recharger and patient programmer were able to communicate with the ins and the patient was able to make adjustments. Additional information received reported that two weeks ago, the patient went to their son¿s ball game and when they got up the next morning, the patient had a migraine. It was noted that the patient normally had a migraine if the implant was off. It was noted that the patient usually could flex their shoulder and feel stimulation. It was noted that the patient had stimulation up to 8.7 but had no stimulation. It was noted that stimulation was for the right sciatic nerve. It was noted that the patient saw the health care professional (hcp) yesterday and an x-ray was taken but the hcp did not see anything. It was noted that there was no known accident or incident related to the complaint. Additional information received reported that the cause of the event was unknown. It was unknown if there were abnormal impedance measurements. It was noted that no surgical intervention had occurred. It was noted that plain x-rays showed no abnormality. It was noted that the patient had increased right leg pain. It was noted that it was unknown if the patient required hospitalization due to the event. It was noted that the patient had a non-serious injury or illness as an outcome.